Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that at around 130pm, the patient passed out at work. The patient reported that his cgm mobile app did not alert him to his hypoglycemic event. There was no report of what the patient's cgm value was during the event or if a bg meter reading was taken. The patient was treated with orange juice by a fellow employee. It was not specified how long the patient was unconscious, but the patient recovered after treatment and was sent home. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B1 adverse event and/or product problem- correction b5 describe event or problem - additional d4 serial no - additional primary UDI number - correction h2 correction/additional information h6 type of investigation - additional h6 investigation findings - correction h6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that at around 130pm, the patient passed out at work. The patient reported that his cgm mobile app did not alert him to his hypoglycemic event. There was no report of what the patient's cgm value was during the event or if a bg meter reading was taken. The patient was treated with orange juice by a fellow employee. It was not specified how long the patient was unconscious, but the patient recovered after treatment and was sent home. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 5:24 on (B)(6) 2025. The session lasted 10 days and ended when session expired. The 12 hour grace period was not used. On the day of the alleged event there were several urgent low soon and urgent low glucose alerts as the user¿s egvs went below the target range. All alerts performed as designed with audio, repeating every 5 minutes until acknowledged by the user or auto cleared when egvs rose above the low threshold. There was 1 bg meter calibration performed later in the day indicating that the sensor was biasing low at 10.7% error (within specifications). No additional patient or event information is available.